Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is linked to mfg report number 1722447-2024-00001 due to several incidents reported for involved lot#: a facility reported that there was an issue with the hand drill (ins030) during the implantation of a licox sensor: the licox drill bit could not be inserted in the jaws of the hand drill. Also, when the hand drill received a drill bit drill bit contained in the licox kit (ip2p), the mandril (chuck) of the hand drill is not adapting: the jaws become eccentric, and the drill bit cannot be inserted more than 4mm. The use of the drill bit was very unstable: the jaw was loose during the procedure and the drill bit became unhooked. There was no issue with the licox sensor. Additional information received indicates the following: ¿several incidents occurred with ins030 lot 7253130 with different outcomes: increase of time superior to 30min, implant failure. Mandril broke. Trepan holes are not "clean" and presence of intracranial bone fragments.¿ we are awaiting further information to identify if these are different events or events during the same procedure and patient.

Manufacturer narrative:
The hand drill (ins030) was not returned for evaluation; however, investigation was performed as follows: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - although the exact hand drill and drill bit used in the procedure that led to this complaint were not received by this site, a drill bit of similar advertised dimensions to the ip2 drill bit was paired with one of the ins030 hand drills for examination. It was confirmed that these are not compatible and will not remain steady or safe for use on a patient. The drill chuck is not compatible with the bit used by the customer. Root cause - the root cause identified is "off-label customer use." The ins030 hand drill is authorized for used with the 4 integra brand drill bits listed in the IFU. The unauthorized ip2p drill bit is not among those 4 drill bits. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.